Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that placement of 2 octad connected to the stimulator by sub-cutaneous stimulation more efficient on the lombalgia. No explanation of electrode by 2 added.

Event description:
It was reported the patient was having stimulation/therapy issues. There was a cessation of stimulation in lumbar cutaneous stimulation. There seemed to be a failure while the controls were normal. There was stimulator malfunction resulting in lower back pain. Hospitalization and medical intervention of level one pain medication and non-steroid anti-inflammatories was taken. Additional intervention of transcutaneous stimulation following an invasive procedure (surgery) was noted. It was unclear what the invasive procedure was. Additional information has been requested to obtain this information. The product issue was considered resolved.